Manufacturer narrative:
Covidien reference #: (B)(4) . Date of initial report: (B)(4) 2014. The site indicated that the incident sample was discarded. If add'l info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a colectomy while working along the mesentery, an end tone was heard, indicating a complete seal cycle, and bleeding was noted in some areas where the device had been previously used. The surgeon used manual suturing to control the bleeding and also applied tisseel fibrin sealant. There was no reported pt injury. The device was discarded after the procedure and is not returning for eval.